Manufacturer narrative:
The insulin pump alarmed button error after it was boot up and it had intermittent button response on the act button due to corroded keypad traces. The device had cracked lcd window, cracked case at the lcd window corners, broken reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call, the insulin pump was beeping and it had a black circle on the screen with a button error alarm. Customer's blood glucose was 215 mg/dl. Customer was unable to clear the alarm. Customer didn't recall if the device was exposed to moisture or if it was bumped. Customer was advised to remove the battery for 30 minutes. He called back and stated the alarm returned. Customer was advised the device needed to be replaced and agreed to return the device for analysis..